Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty procedure, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9123412) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31509779) and could not pass through the microcatheter (mc). The doctor removed the stent and the microcatheter from the patient and found the delivery wire of the stent and the distal end of the microcatheter was kinked/bent. The doctor switched to new devices to complete the procedure. There was no patient reported. The device outer packaging and the devices were inspected and found in good condition, prior to use. Additional event information received on 16-oct-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x22mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery system. The distal end of the delivery wire was curved and kinked. Microscopic inspection on the stent revealed multiple bent and broken struts. Inspection on the delivery wire revealed multiple kinks on the corewire at the distal end and stretches on the proximal end of distal coil. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint is confirmed based on the multiple damages on both the stent and delivery wire. These damages suggest that excessive force could bad been inadvertently applied during the attempts to overcome the impeded condition reported, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the damaged stent and delivery wire. It should be noted that the concomitant microcatheter [ip-02538942] was found occluded. The occluded condition of the microcatheter added to clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. However, with the amount of information available this only remains speculative. The stent detachment was not originally reported; therefore, this condition is suspected to be the result of post-procedure handling of the device, and it is not considered related to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm the tip of the delivery wire is entirely within the introducer. ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an angioplasty procedure, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9123412) was impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31509779) and could not pass through the microcatheter (mc). The doctor removed the stent and the microcatheter from the patient and found the delivery wire of the stent and the distal end of the microcatheter was kinked/bent. The doctor switched to new devices to complete the procedure. There was no patient reported. The device outer packaging and the devices were inspected and found in good condition, prior to use. Additional event information received on 16-oct-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. There was no excessive force used with the devices. The procedure was not prolonged/delayed due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.